Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-02023.

Event description:
The patient was undergoing a coil embolization procedure to treat a vericocele using a ruby coil detachment handle (handle) and ruby coils. During the procedure, the physician advanced a ruby coil to the target vessel and attempted to detach the coil, however, it was reported that the ruby coil did not detach and that the trigger of the handle did not work. Therefore, the handle and the ruby coil were removed from the procedure. The procedure was completed using a new handle and additional ruby coils. There was no report of an adverse effect to the patient.